Event description:
It was reported that three 512sd's were used during a vertical banded gastroplasty. It was reported by the affiliate that there were torn gaskets. There was no consequence to the pt.